Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue and corroded battery tube.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer confirmed being able to clear the alarm customer confirmed being able to complete rewind the insulin pump. Customer confirmed that the insulin pump was not exposed to extreme low temperature. Customer stated that the alarm history was checked and multiple occurrences of power error alarm were found in less than a week. Customer was advised to stop using the pump and revert to back up plan. The device will be returned for analysis.